Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received.

Event description:
It was reported that the physician was unable to place the patient's lead during an implant procedure, due to an obstruction, on 17 march 2020. As a result, the procedure was abandoned.

Manufacturer narrative:
Correction: section h10: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided instead of blank.